Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 tricuspid regurgitation (tr) for a triclip procedure. During the preparation, it was noticed that one of the grippers did not fully retract when the gripper lever was raised. Gripper line was slacker than the other gripper line. Clip was replaced and continued the procedure. All steps were performed as per IFU. The final tr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and irregular appearance of gripper line were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.code 1601 was removed.